Manufacturer narrative:
The insulin pump had a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case, fading serial number label and a pillowing keypad overlay. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported a crack on the reservoir compartment. The product was returned for analysis.